Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined pinch valve vl48 was broken; the valve was replaced resolving the incomplete differential result issue. The fse also determined the needle cartridge was faulty; the needle cartridge was replaced resolving the vls errors. As part of troubleshooting, the differential sample line was replaced.

Event description:
The customer reported a coulter lh 750 hematology analyzer generated incomplete differential results for patient samples. In addition, the customer reported the instrument was generating vls errors. The customer did not provide patient results generated during this event. There were no erroneous results reported out of the laboratory and patient treatment was not impacted as a result of this event.